Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was ex trinsically over-rotated. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged one day post-implant and exhibited high capture output. A revision was performed. The lead remains in use. No patient complications have been reported as a result of this event.